Event description:
Caller reported a malfunction on the pump with a code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by cts in resetting the pump, and the malfunction did not recur. Customer was informed to continue using the pump and to contact again if the issue reappears.